Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the date of manufacturer cannot be determined. Visual examination of the returned device noted that the needle trocar exhibited a sharp and undamaged tip (as intended by design). However, the trocar sheath was torn at the distal tip, which may have attributed to the reported resistance. Although the cause of the torn sheath is indeterminable, it was most likely resultant from nominal use of the device. Visual examination of the returned device noted that the needle trocar exhibited a sharp and undamaged tip (as I...) The may 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A endovive standard peg kit pull method was used during peg placement procedure in 2008. According to the complainant, while using the safety kit, the customer encountered more resistance than expected when applying the trocar. They believed it was inoperable and proceeded with a non-safety kit. No patient complications were reported as a result of this event.